Event description:
It was reported that when using the bd pyxis¿ es server, a login failure occurred following a security certificate renewal on the application server, preventing users from accessing the system. Restart of all bd and carefusion services did not resolve the issue. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were no longer able to log in. A technical support specialist (tss) renewed the pes certificate (security certificate). The new certificate was successfully bound to pes in iis (internet information services). Configuration steps for the pyxis identity server were completed as per knowledge article "how to install server certificates", after which login functionality was validated with the customer. Recommendations were provided to ensure proper handling of future certificate renewals and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.